Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 impact code by replacing code-4621 with code-4614; corrected h6 investigation findings by replacing code-180 with code-3221.

Event description:
Edwards learned that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, was prepared for a valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to stenosis and regurgitation. The patient was presented with acute on chronic combined systolic and diastolic heart failure and rapid atrial fibrillation. An edwards tmvr was to be performed but after anesthesia began, the tee demonstrated a new left atrial thrombus that was not present two weeks prior. The patient was dosed with IV anticoagulation and sent to critical care. During this admission, a new diagnosis of lymphadenopathy and hepatic mass was discovered. One week later, the atrial thrombus had grown larger in size. The patient was transferred to another hospital for surgical dissection of the left thrombus on pod #8.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated b5 and b7. Updated h6 device code by adding code-1250. Updated h6 type of investigation by adding code-4112. H11: corrected data: corrected h6 impact code by replacing code-4644 with code-4625. Corrected h6 clinical code by replacing code-4440 with code-4446. Corrected h6 investigation findings by replacing code-3221 with code-180. Corrected h6 investigation conclusion by replacing code-4315 with code-50.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly. Device remains implanted in the patient.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, was prepared for a valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to stenosis. The tmvr was to be performed with a 26mm sapien 3 ultra valve. Once the patient was asleep, probe dropped and left atrial thrombus was noted. The case was aborted. The plan was to put the patient on heparin drip. The patient may do the procedure in 2 weeks.